Event description:
A patient's mother reported blood glucose results of "30, 62, and 28 mg/dl" with a lifescan meter and "286 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Patient was being cardioverted. Possible spark from anterior electrode on patient's chest noted during cardioversion, noted by the physician and the crna in attendance. Also, a burning smell was reported at this time. The electrodes were removed and new ones were applied. The patient did not have any apparent burns on the chest.health professional's impression: defibrillator was checked by the biomedical engineering department and no abnormalities were identified. Per biomedical engineering, hair was noted on the actual electrodes which may have interfered with proper contact with the patient's skin.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.